Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of abdominal scar disunity. Laboratory testing on (B)(6) 2018 identified the abdominal scar disunity and (B)(6). The etiology was listed as not related to the device or therapy, and related to the implant procedure. The event resulted in in-patient or prolonged hospitalization and other surgical intervention on (B)(6) 2018. The patient was given antibiotics. The event is ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389-40, lot# va1mecf, product type: lead; product ID 3389-40, lot# va1mecf, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated there was also infection at the right lead site. The patient's entire system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018 (B)(6) oc clinical update (x2) (sdy, for, hcp): additional information received reported that during an examination on 2018 (B)(6) the infection was seen as worsening at the lead site. As a result a new antibiotic therapy was started including augmentin on (B)(6) and tavnic and rafadine on (B)(6). As of (B)(6) wound dehiscence was seem and the neurostimulator was visible through the skin. Due to this the device was removed on (B)(6) with samples taken and the scar cleaned. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# va1mecf, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3389-40, lot# va1mecf, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389-40, lot# va1mecf, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3389-40, lot# va1mecf, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and health care provider (hcp) of a clinical study. It was noted the ins was not replaced on (B)(6) 2018, but there was intent to replace it at a future date. The wound and scars were cleaned on (B)(6) 2018 and the event resolved without sequelae on this date. No further complications were reported/anticipated.

Event description:
Additional information from an hcp of the clinical study noted discovery of hypothalamic hamartoma, the cause and etiology of which was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.